Manufacturer narrative:
(B)(4). The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-07059.

Event description:
It was further reported the patient has ingrown bone into the spindle. The surgeon believes that the patient is having pain due to a stress fracture at one of the pin sites. The fracture appears to be healed. The patient is going to begin therapy with gradual weight bearing. Therefore, the custom implant request was cancelled as the patient is not going to undergo a revision procedure at this time.